Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports a verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production; the samples were visually inspected, and issue reported leak - device leak - cuff was not observed in the current manufacturing process. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Reported issue: the cuff deflated and the patient had to be extubated and then reintubated. There were no patient injuries.